Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the pacemaker was oversensing noise triggering inappropriate mode switch episodes. The patient was stable and will continue to be monitored.